Manufacturer narrative:
Product investigation has not been completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a synthes titanium (ti) less invasive stabilization system (liss) locking compression plate (lcp) and an unknown number of liss screws on an unknown date eleven (11) years ago. On (B)(6) 2017, the patient was returned to the operating room for a planned procedure to remove implanted devices. The procedure was planned in order to complete a total knee replacement. During the procedure, while the surgeon was attempting to remove one of the screws, the head of a synthes large hexagonal screwdriver broke off and was stuck inside the head of the screw. The surgeon was forced to cut the plate off in order to remove it. There was a surgical delay of approximately 30 minutes while the surgeon removed the implants. All implants were removed. The procedure was completed successfully. This complaint involves one (1) device. Concomitant devices reported: liss plate (part #: 422.345, lot #: 2139682, qty. 1), unknown liss screw (part #: unknown, lot #: unknown, qty. 1). This report is for a screwdriver. (B)(4).